Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. The noise could not be reproduced in clinic. Device reprogramming was performed.